Event description:
Customer contacted haemonetics on (B)(6) 2011 reporting the battery for their orthopat machine will not hold it's charge. The issue was noted after use. No donor injury or reaction. No operator injury was reported.

Manufacturer narrative:
Customer contacted haemonetics on (B)(6) 2011 reporting the battery for their orthopat machine will not hold it's charge. The issue was noted after use. No donor injury or reaction. No operator injury was reported. Eval of the returned device confirmed a major blood spill. The internal drain tube had not been installed in the machine. Issue caused damage to the power supply and various other components. Haemonetics pir (B)(4).